Event description:
Determined to be reportable based on analysis completed on 11/09/2009. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was located in a severely calcified left circumflex artery. The 2.75x32mm taxus liberte stent was unable to cross the lesion. The procedure was completed with a plain old balloon angioplasty procedure. The pt status is listed as good with no complications reported. Device analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic review identified that the stent had moved distally on the balloon. The proximal edge of the stent moved approximately 2mm from the distal end of the proximal markerband. A visual and microscopic examination also identified proximal stent damage. The struts on rows 1 to 3 were raised distally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present within the inflation lumen, indicating that the device was used in vivo. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).